Manufacturer narrative:
Pump received with all buttons responding properly. Pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, or stuck button alarm noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer stated that the insulin pump was exposed to a change in altitude. The customer was assisted with clearing the alarm and the customer was able to clear it. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.